Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for s(B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication configuration for the non-working medication was missing the ¿use strength¿ fractional setting. The technical support specialist (tss) reviewed the medication reports and compared the formulary settings between working and non-working insulin lispro items, identifying that the non-working medication (10 ml vial) was missing the ¿use strength¿ fractional unit of measure configuration, causing the system to count per vial instead of insulin units, which led to incorrect inventory deduction. The tss guided the customer to align the non-working medication settings with the working configuration to ensure unit-based tracking and additionally advised enabling the ¿remove fractional units¿ option during med inventory setup (where applicable) to allow partial-dose dispensing, with clarification on its usage constraints and impact across device storage locations. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication discrepancy and was showing wrong count. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.